Event description:
On 10/8/97 dr performed a laparotomy, rectosigmoid colon resection with a low anterior anastomosis, and a loop colostomy. Operative report noted that the dr used two different staples to close the colon at the tumor site. First, he placed a ta-60 stapler in the colon and cross clamped this portion of the rectum. Then, the dr removed the tumor next, the dr used an eea33 stapler to reanastomose the endosigmoid colon to the rectal area. Although, dr reported no difficulty at this point, he stated that there was a leak on each side of the anastomosis. At that point, the dr felt he should do a loop colostomy.